Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to myopotential noise which was oversensed resulting in pacing inhibition with no asystole observed. No additional adverse patient effects were reported.